Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient has long finger nails, performs peritoneal dialysis with a fan on and the windows open, and wears a mask incorrectly. Peritonitis was manifested by stomach pain/spasms, tenderness to touch, back pain, severe constipation, diarrhea, abdominal pain, and cloudy effluent. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and fortaz intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.